Event description:
On (B)(6) 2009, I underwent a right total hip arthroplasty procedure. I rec'd a depuy pinnacle sector cup, with gription size 50, a pinnacle metal insert 36 mm x 50 neutral, tri-lock standard stem, and a metal on metal -2 tapered head. Soon after surgery, I began experiencing severe pain and discomfort. Since the implantation of the pinnacle device, I experienced severe pain and discomfort and inflammation in my right thigh and right hip area. I also feel extreme discomfort when sitting, walking, or standing for periods of time. Reason for use: right hip osteoarthritis.